Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the top half of their ilet screen was unresponsive. Upon inspection, the user identified a crack at the top of the screen. A replacement device was arranged. Blood glucose was not affected, and no medical intervention was required.